Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: balloon rupture and acute closure requiring medical intervention. Device issue: balloon rupture. It was reported that the target lesion was the left anterior descending (lad) artery which was non-calcified. Pre-dilatation was performed with a voyager 2.5 x 15 mm. The xience was delivered and the balloon was inflated to approx 6-8 atm when the balloon ruptured. Dye was seen at that time. The stent was successfully deployed. There was no acute closure that was treated by implanting three more xience v stents. No additional event or patient information is available.

Manufacturer narrative:
.